Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found with one grip severely bent, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier tip did not align when trying to clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no information available as to whether or not the instrument was inspected prior to use and if anything was noted out of the ordinary. The clip would not stay clamped on the vessel. Clips used were medium-large non absorbable polymer hem o lok clips. The vessel was not greater than the specified diameter as suggested in the IFU. No information available as to how many times the subject clip applier had been used during the case when the incident occurred. They resolved the issue by using a different arm. There was no patient injury reported.